Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4 failed to lock. Drawer 4 pocket 01 and e1 displayed a "device not detected on bus" error. Two reboots were performed; however, the issue persisted. Additionally, during recovery attempts, the prompt for 'device not detected on bus" did not appear, and the drawer remained open and did not close until exiting the recover storage space function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height cubie drawer 4 exhibiting partial functionality, including non-responsive rows and intermittent pocket release on row e. A field service engineer (fse) verified that the drawer was powered and communicating on the pyxibus, and determined the issue was limited to specific rows, indicating a likely communication interruption between the drawer controller and row board. Then the drawer was opened and rear components were accessed, disconnected and inspected the row board ribbon cable and connectors for any bent pins, contamination, or physical damage. Further the fse identified that the cable was not fully seated at the controller interface, then properly reconnected it at both ends ensuring full seating, correct alignment, and no cable tension or pinch points. Then the fse reassembled the drawer, restored it to the cabinet, and reconnected all cabling with system power restored. The system functioned as intended after the field service engineer repaired the device.